Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for replace battery and power loss even replacing new batteries. Customer¿s blood glucose was unknown at time of incident. Customer stated that battery died on insulin pump. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.